Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and syncope. The implantable pulse generator (ipg) was subjected to electromagnetic interference resulting in oversensing. The device remains in use. No further patient complications have been reported as a result of this event.